Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Event description:
It was reported that the spo2 reading on the monitor displayed 90% while the sensor was between the hands of the patient. No known impact or consequence to patient.